Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged that when returning home from her walk she checked her bg and it was 69mg/dl, and she was confused. She changed her site, ate some peanut butter and crackers and contacted customer support (cs) to assist in completing rewind, load, prime, fill cannula steps. Cs reviewed alarm history; alarms for past few days were low cartridge. Reviewed bolus history and all boluses delivered appropriately. Prime history was reviewed and confirmed that she was disconnected from pump when priming. Reviewed tdd. Confirmed that date/time was set correctly. She has not been ill and no new medications have been reported. Advised patient to continue to closely monitor bgs, that pump is functioning as it should, and to contact hcp for further clinical recommendations regarding low bgs. Cs advised patient to drink a cup of milk along with her peanut butter and crackers. Patient retested and her bg was 72mg/dl. There is no indication of pump malfunction. This complaint is being reported as a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 5/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwrite the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.